Manufacturer narrative:
Clinical evaluation performed by medical affairs director: 5 years after primary cementless dm tha the patient shows visible wear of the polyethylene mobile liner and some initial femoral osteolysis. The surgeon however, probably assessing that stem and cup were reliably fixed, only changed head and liner. No information on the weight/age/activity of the patient are available. Such wear of a highly crosslinked pe liner is definitely an outlier. No definitive conclusion can be reached with the information at hand. Batch review performed on 01 jul 2019: lot 133943: (B)(4) items manufactured and released on 16-oct-2013. Expiration date: 30-09-2018. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Visual inspection performed by r&d project manager: from the received pieces, it was noticed that the dm hc liner was visibly worn, highly scratched on the outer surface. A possible cause of such a high wear can be related to a third body, affecting only the part close to the rim. Extensive and irregular volumetric wear showing signs of creep and cracking, resulting in complete structural failure in the load bearing portion of the articular surface. Hc liner shows signs of head penetration resulting in complete cracking of the hc liner, exposing the femoral head to mom contact with the acetabular shell. The mobility of the hc liner inside the acetabular shell was probably compromised after extensive volumetric wear, resulting in loads being concentrated in the same internal surface portion, giving the way to total head penetration. Moreover, probably the third body did not highly affect the inner surface of the shell, as the surgeon decided not to remove the shell.

Event description:
The patient came in, 4 years and 10 months after primary surgery, complaining of pain due to the liner becoming worn. The surgeon revised the head and the liner and the surgery was completed successfully.